Manufacturer narrative:
(B)(4).

Event description:
It was reported that balloon entrapment occurred. The target lesion was located in the distal superficial femoral artery. A 4.00mmx1.5cmx140cm small peripheral cutting balloon® was selected for use. During the procedure, when device was removed, it was noted that balloon got stuck on an unknown wire. The balloon could not be removed from the wire. The procedure was completed with another device. No patient complications reported and patient's status was okay.

Manufacturer narrative:
Device evaluated by MFR., eval summary attached, method codes, result codes, conclusion codes updated. Device evaluated by manufacturer: the device was returned for analysis. A visual and tactile examination of the shaft identified severe kinking and stretching damage on the shaft of the device. The kinking damage was noted both proximal and distal to the guidewire exit port. The shaft polymer extrusion was noted to be severely stretched. An examination of the green inner extrusion identified a break 1mm distal to the guidewire exit port. The distal section of the inner break was positioned approximately 70mm distal to the break site. The inner and outer shaft polymer extrusion was noted to be severely stretched. No section of the inner or outer extrusion were missing. The shaft within the balloon material was also severely kinked and twisted. Due to the severe shaft damage it was not possible to load the device onto the selected 0.014in guidewire during analysis. This type of damage is consistent with excessive force being applied to the delivery system. A microscopic examination of the shaft damage identified no issues with the shaft that could have contributed to the complaint incident. A visual and microscopic investigation noted no damage or any issues with the balloon that could have contributed to the complaint incident. A visual and tactile examination identified multiple kinks along the length of the hypotube. This type of damage is consistent with excessive force being applied to the delivery system. No issues were noted with the hypotube that could have contributed to the complaint incident. A visual and microscopic investigation noted no damage or any issues with the tip or markerbands of the device that could have contributed to the complaint incident. A visual and microscopic investigation noted no damage to any of the blades. All blades were present and full bonded to the balloon material. No issues were noted that could have contributed to the complaint incident. The investigation conclusion is operational context as the product meets the design & manufacture specification but due to anatomical/procedural factors encountered during the procedure, performance was limited. (B)(4).

Event description:
It was reported that balloon entrapment occurred. The target lesion was located in the distal superficial femoral artery. A 4.00mmx1.5cmx140cm small peripheral cutting balloon® was selected for use. During the procedure, when device was removed, it was noted that balloon got stuck on an unknown wire. The balloon could not be removed from the wire. The procedure was completed with another device. No patient complications reported and patient's status was okay.